Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During evaluation, visible foam degradation was observed in the device assembly. Error code 20 (indicating an issue with the motor connection, blower box, and/or pca) and error code 22 (indicating an issue with the motor connection, blower box, and/or pca) were found in the device log history. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.